Event description:
It was reported that during a laparoscopic appendectomy procedure, the resident fired the device and it cut the appendix off but did not staple as there was no reload in the device. The scrub tech had not loaded the device with a reload. There was bleeding and the patient was immediately converted to an open procedure to control the bleeding. The patient did not require a transfusion.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The analysis results found that the ats45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.